Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated having an MRI on the 8th and they asked if patient is full body or just head eligible. Agent walked patient through how to activate and deactivate MRI mode. Patient was getting MRI eligibility cannot be determined. Patient states it feels like the implant moves around. Agent asked when this started and patient states noticing just now. Patient tried MRI mode again and was able to connect showing full body eligible . Agent emailed MRI mode instructions to patient. The patient was redirected to their healthcare provider to further address the issue of implant moving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.